Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that for the team hf patient following the implant procedure, the patient's chest was left open, and the left ventricle (lv) gradually became small and the index dropped. The patient began having signs of right ventricular (rv) dysfunction postoperatively and was given a right ventricular assist device (rvad) on (B)(6) 2026. The surgeon noted progressive drop of cardiac index and the small lv on echocardiogram. Given the concern for rv dysfunction the sternum was reopened for rvad placement.